Manufacturer narrative:
A customer owned surge protector was identified as the root cause of the image loss. The customer addressed the surge protector and the issue was resolved.

Event description:
It was reported that all images were lost during a procedure. There was no report of any health consequences for the patient.